Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Declined replacement, customer does not want the meter to be replaced he only wants to get the control solution to test it. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 222 and 76 mg/dl. Customer was not concerned with high or low results. The customer's expected fasting blood glucose test result range is 180 - 200 mg/dl. Customer also stated that the meter was reading 70 points higher than his doctor's device; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer non-fasting and produced test results of 280 mg/dl and 267 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/27/2020 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).